Event description:
The nurse notified the respiratory therapist that smoke was coming from the bilevel positive airway pressure (bipap) machine. The machine was taken out of service and replaced with v60 bipap.